Manufacturer narrative:
Additional narrative: part returned. Subject device has been received and an investigation summary was performed. Our investigation has shown that the t-handle of the returned inserter 359.219 is indeed completely broken off. It is clearly visible that the hole instrument has been badly damaged. The top of the inserter as well as the surface of the t-handle have been struck with heavy hammer blows. Based on these findings we suppose that excessive / inadequate use caused the damages of this device. In this relation we would like to mention page 20 of the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. If higher forces are necessary the hammer guide ((B)(4)) can be used. Further investigation showed conformity of the article in question to the company specification and no apparent product fault of material or manufacturing design related failure could be detected, no further action required. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an unknown surgical procedure, the t-bar at top of inserter snapped in middle while the inserter was being hit with a mallet to insert the nail. There were no broken pieces were left in the patient. The procedure was completed with locking pliers. Minimal further insertion was needed as nail was nearly fully inserted. The surgery was delayed by 1 to 2 minutes due to the complained event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation: the provided information from the device report indicated that the t-bar top of the inserter snapped off in the middle. The visible investigation has also shown traces of deformation from hard use at the tip. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.